Event description:
The facility reported a colleague infusion pump with a malfunction of the volume control that does not stop. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the "volume control has no stop" was not confirmed or reproduced during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was made. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.